Event description:
An endurant stent graft system was implanted in a patient for endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported that the aortic neck 28 mm in diameter, 15 mm in length and the angulation was about 40 degrees. The stent graft was implanted however, the physician did experience difficulties with the removal of the delivery catheter. The physician followed the trouble shooting techniques and was able to remove the device. The final angiogram revealed good results. The patient was closed and sent to recovery. It was reported that the next day the CT revealed that both renal arteries were occluded by the stent graft. The physician later stated that there may have been movement during the removal of the device, but this was not mentioned during the index procedure. The physician attempted to gain access to the renal arteries but was unable and elected to implant a port-a-cath (for dialysis). No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Methods: film. Results: removal difficulties. Possible movement of device during the removal of the delivery catheter. Conclusion: possible movement of device during the removal of the delivery catheter.